Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the patient¿s expiration cannot be conclusively determined through this investigation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome the patient expired due to multi-system organ failure. Per the vad coordinator, all available information was provided. No additional information was reported.